Event description:
It was reported from the intensive care unit (ICU) that the pcu shutdown during primary infusions of an unspecified vasopressor and pain medication when the patient was returning to the ICU from the operating room (or). When the device was restarted, the device experienced system error "132.3000" and the device went into maintenance mode. Although the nurse was required to emergently change the infusion tubing sets to new pumps, there were no adverse effects caused to the patient.

Event description:
It was reported from the intensive care unit (ICU) that the pcu shutdown during primary infusions of an unspecified vasopressor and pain medication when the patient was returning to the ICU from the operating room (or). When the device was restarted, the device experienced system error "132.3000" and the device went into maintenance mode. Although the nurse was required to emergently change the infusion tubing sets to new pumps, there were no adverse effects caused to the patient.

Manufacturer narrative:
The reported complaint of the system shutting down was not confirmed. However, an error 132.3000 was identified produced by the system, which may have been perceived as the system shutting down. It should be noted that active infusions will continue to infuse in this state. Log analysis results: results from a review of the pcu event logs identified the reported malfunction on (B)(6) 2020 at 06:26:37 am. At 06:25:50 am, while 3 pump modules were infusing medication, the tamper switched was pressed to lock the pcu front keypad panel. At 06:26:37 am, the pcu had a central unit malfunction and the device alarmed for a system error 132.3000.0. The system was then powered off by the user via key soft 14 at 06:26:58 am. At 06:26:37 am, the error code 132.3000.0 was observed in the pcu error logs for ¿stuck closed failure aiu tamper switch¿ which coincides with what is suspected to be the reported event. The error code 132.3000.0 is associated to a stuck closed tamper switch resulting in an audio alarm and infusion parameters that cannot be edited. The error code was observed in the pcu error logs for ¿stuck closed failure aiu tamper switch¿ which coincides with the reported incident. Testing confirmed that if the pcu tamper switch is stuck in the depressed position, it will result in the error conditions reported and identified in the logs. The probable root cause of the customer¿s complaint that the system shut down during an infusion is suspected to be a result of the pcu tamper switch being stuck in the depressed position within the rubber boot resulting in a system error code (132.3000). With the pcu tamper switch being stuck in the depressed position during power up, the device automatically entered maintenance mode. Device history review: review of the pcu service history record showed the device had a manufacture date of 02/14/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/05/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Were requested but not provided.

Event description:
It was reported that a phone call was received from a customer reporting a patient incident on the alaris 8015. He stated that the system shutdown while infusing a patient. When he restarted, he received a system error (132.3000) and the machine went into maintenance mode. There were no adverse consequences to the patient.